Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Multiple documented attempts to obtain additional information from the user facility have been unsuccessful, to-date. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the probable cause is likely issues with the attached scope (gif-h190) as there were no reported abnormalities with the subject device. This would lead to errors in communication with the scope and image transmission, creating e216 errors (scope communication errors) and b30 errors (scope communication errors), resulting in no image. H3 other text : device not returned.

Manufacturer narrative:
The unit was not returned to the service center for evaluation. A review the instrument history found no service/ repair record for the unit. As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. The customer attempted to clean the units contacts and that did not resolve the issue. The customer reported that there was water coming from the two little connectors on the side that connected to the lamp. Tac advised the customer that per the IFU since cleaning the contacts did not resolve the issue and the issue follows the scope, the scope should sent in for evaluation.

Event description:
The service center was informed that prior to an exam ¿b30 and e216¿ ¿ (scope communication) error message was observed and then the image disappeared. The customer replaced the scopes and they issue remained unresolved. There was no patient involvement reported.